Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the cartridge tubing, reportedly the customer had caught the tubing on the case clip and damaged the tubing interrupting insulin delivery. Customer loaded a new cartridge to address the issue. The customer's blood glucose level was 511 mg/dl. The elevated bg was addressed by a correction bolus via the pump and changed out the pump supplies.